Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received and indicated that there was no lead dislodgement, and the patient condition was fine. The cause of high pacing threshold was undetermined.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This rv lead was explanted and replaced. No additional adverse patient effects were reported.